Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspections were performed with no issues noted. The device passed returned instrument testing evaluation electrical and functional testing. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on the homechoice (hc) after use. The technical service representative (tsr) explained the alarm to the hp and advised them that the hc needed to be swapped. The hp would use manual supplies for the night. The hp is diabetic and is on insulin or diabetes medication. The hp was advised to talk with their nurse or health care professional immediately after the end of the call. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.